Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Review of system log file shows videoswitch reconnection failure. Upon troubleshooting, fse found power supply for dvi video matrix bad. Failure analysis shows that there was failure in dvi matrix switch 16x16 psu- power supply as test performed by connecting the power supply to keysight power supply was no measured output. The philips engineer replaced matrix power supply. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the allura device would not boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.